Manufacturer narrative:
(B) (4).

Event description:
Literature: lee j-y, jeon bs, paek sh, lim yh, kim m-r, kim c. Reprogramming guided by the fused images of MRI and CT in subthalamic nucleus stimulation in parkinson disease. Clin neurol neurosurg. 2010; 112(1):47-53. Summary: this article present a study of 65 patients with parkinson's disease who underwent bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) between march 2005 and september 2006 and had been managed for at least 6 months within conventional programming based on physiological responses. The aim of the study was to evaluate the usefulness of the visual information about the location of the contacts in dbs programming, and compared the outcome of stn before and after reprogramming guided by the fused image of MRI and CT. Reportable event: four patients underwent re-operation. No symptoms, reason for re-operation, or outcome was reported. Reference MFR report #3007566237201001717. See literature article attached to MFR report #3007566237201001696.